Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced two pump stoppage events, one on (B)(6) 2014 and the second one on (B)(6) 2015. The system controller was exchanged with another system controller. The patient reported additional low speed advisory alarms and another pump stoppage event on (B)(6) 2015. Fluoroscopy and a driveline continuity test could not isolate any problem areas. The patient was sent home on an ungrounded cable.

Manufacturer narrative:
Approximate age of device - 4 years and 7 months. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.